Event description:
An ambulance service reported to a distributor in sweden that the AED's display "froze" while CPR was being performed on a patient. The AED rescue history shows 1 shock was delivered. The AED's self-test history shows error code 0xf1. Patient outcome was not provided.

Manufacturer narrative:
Additional information adverse event: life threatening. Date of the event: (B)(6) 2018. Usage of device: reuse. Device evaluation the AED was received without any accessories. A test battery was installed and the data was downloaded from the device. The users reported that during a rescue the AED delivered 3 shocks and then "froze". The data downloaded from the AED showed that only one shock was delivered. After the shock was delivered and 2 minutes of CPR was performed, there was a lid closed event. A 0xf1 error was logged in the log file approximately 5 seconds after the lid close event. 0xf1 error is a communication error between the main pcba and ui pcba. Log file data was available for the AED's previous two (2) rescues, which were performed on (B)(6) 2018, and no 0xf1 errors were recorded. The AED passed incoming tests. An impedance test was performed and the AED correctly prompted analyzing heart rhythm at the 25, 50, 75, and 100 ohm settings. The AED successfully delivered test shocks into a defibrillation analyzer. Thirty (30) second self-tests were run continuously for 30 minutes to simulate 60 days of self-tests and no errors were generated. The main pcba and ui pcba were removed and visually inspected per the ipc-a-610 standard. It was noted that on the ui pcba pin 76 of u31 was loose and resting on the solder fillet. The AED was reassembled and 30 second self-tests were run for 20 minutes with light vibration without any errors occurring. Three (3) rhythm analysis cycles with an asystole rhythm were run while lightly vibrating the AED and the display did not "freeze up". The bottom cover of the AED was removed, the hv capacitors discharged, the loose pin at u31 (pin 76) was lifted, and the AED was reassembled. Three (3) analysis cycles were run with an asystole rhythm and three (3) shocks were delivered using a defibrillation analyzer. The display did not freeze up during the rescue simulations and no 0xf1 error codes were generated. A three (3) shock sequence was run using a test battery known to have a low battery condition and the AED's display did not freeze up during the test sequence. The ui pcba did not malfunction when the loose pin on u31 was lifted and it is unlikely the loose pin caused the reported issue. Inspection of the cable that connects the main pcba to the ui pcba found no problems. Testing was unable to duplicate the problem of the display freezing under normal conditions. The root cause of the reported problem could not be determined. The device has been serviced and returned to the customer.

Manufacturer narrative:
The distributor has been asked to download the rescue data from the AED and to contact the user to obtain additional information about the event including patient outcome.

Event description:
An ambulance service reported to a distributor in (B)(4) that the AED's display "froze" while CPR was being performed on a patient. The AED rescue history shows 1 shock was delivered. The AED's self-test history shows error code 0xf1. Patient outcome and the date of the event were not provided.